Event description:
Boston scientific crm received information that this pacemaker was removed and returned for an unspecified reason. Initial device analysis revealed that the device had no telemetry. A memory download could not be performed. The device was forwarded on for further detailed analysis testing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device passed all manual electrical measurements and paced and sensed normally during testing. Device meets profile for normal depletion. The header was examined under high power microscope, seal plugs and adhesive appeared normal and hermetic seal appeared to be intact. Device setscrews moved freely with no binding. Analysis has concluded that this device performed normally throughout testing, operating as designed.